Event description:
It was reported that this patient was seen in-clinic due to intermittent noise from both the right atrial (ra) and right ventricular (rv) leads following a device upgrade procedure. Provocative maneuvers were performed in-clinic where the noise was reproducible on both leads. Additionally, device data review indicated occasional ra and rv over-sensed noise. Boston scientific technical services was contacted and recommended diagnostic imaging to assess the integrity of the leads. Diagnostic imaging was performed and both leads exhibited signs of twiddler's syndrome. The physician subsequently surgically capped and replaced both leads to resolve the event. At this time, the ra and rv leads remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.